Event description:
Revision surgery - the patient was experiencing pain on the medial tibial side of the 3d total knee replacement. A replacement of the tibial baseplate, along with poly insert was performed to alleviate pain.